Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.